Manufacturer narrative:
H.6. Investigation summary: received on five unused iag 24ga units in opened packages from material number 381412 as follows: two units in opened packages from lot number 9008745. Three units in opened packages from the lot number 9064851. --two of the units were retracted. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The needle covers were removed from the non-retracted units. The catheter/adapter assemblies remained seated; not removed with the needle covers. The two retracted units were pushed to the out position the catheter was re-seated onto the needle and the needle cover was replaced. The needle covers were removed, and the catheter/adapter remained seated. A visual/microscopic evaluation was performed on the returned units. There were no signs of bends, crimps, holes, kinks, splits, or wrinkles nor the characteristic v shape of a spear thru in the catheter tubing of the returned units. Three catheter tips were graded 5 and (2) 4, acceptable. Two catheters were graded 3a (bubbles that do not extend through catheter wall), which is acceptable. Conclusion(s): the defect catheter defective/damage was not identified or confirmed with the evaluation of the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. Therefore, the root cause was indeterminate.

Event description:
Material no. 381412 batch no. 9064851 and 9008745. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the tips from the catheter are coming off. The following information was provided by the initial reporter: yellow tips from catheter are coming off (when the cap is removed).

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9064851, medical device expiration date: 2022-02-28, device manufacture date: 2019-03-05. Medical device lot #: 9008745, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-08. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 381412, batch no. 9064851 and 9008745. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the tips from the catheter are coming off. The following information was provided by the initial reporter: yellow tips from catheter are coming off (when the cap is removed).